Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was found to be detached from the air inlet path assembly blocking the blower inlet. The device's air inlet path foam needs replaced to address the issue.

Manufacturer narrative:
In the previous submitted report incorrect coding was provided. The coding is corrected on this report.